Event description:
On (B)(6) 2011, the pt reported experiencing bleeding and insulin leakage from the infusion site. He stated, the issue occurs on the 2nd day of use and insulin leaks from the infusion set. He also experiences difficulty removing the adhesive dressing from his infusion site area and develops a rash. He was educated on infusion site mgmt and alternative infusion sets. No blood glucose issues were reported. The pt did not require treatment from a health care professional or second party to address the issue. All alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.